Manufacturer narrative:
Date of this report: 04/27/2016. Reused single use: no. Device available for evaluation: yes. Return date: 08/08/2016. Date manufacturer received: 08/10/2016. Product evaluation: 1 un-sealed sample, part number 1883672hs, from lot number hg046dq was received for analysis; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: visually, the distal end of the spiral wrap broke and caused the tip to detach which would have resulted in the reported event. The portion that became detached was ½¿ long. When viewed under magnification, there was gouging of the outside diameter of the inner shaft between the break and tip with corresponding damage to the outer tube support area. The spiral wrap was twisted in on itself in a clockwise direction at the break point. The location of the break indicates a torsional load between the gouged area of the inner shaft and the spiral wrap proximal to the break. The remainder of the inner assembly spins freely. The information most likely indicates excess pressure was applies to the bur while in use which resulted in friction and the eventual seizing of the inner shaft distal to the break; in combination with the torsional load from the handpiece the break occurred. The instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation]. Method: actual device evaluated (B)(4); labeling evaluation (B)(4); optical microscopy. Results: deformation problem (B)(4); fracture problem (B)(4). Conclusion: use error caused or contributed to event. Usage of device: initial. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that the tip of the bur broke during use. The fragment was retrieved from the patient without any impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.